Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault alarm. It was noted that there were no driveline fault alarms in the patient's history, however the history was full of low flow alarms which was normal for the patient. Log files were submitted for review and was mostly filled with low flow events. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. When the patient presented to clinic on (B)(6) 2024, they were noted to be hypervolemic and hypertensive with mean arterial pressure (map) 95-100 mmhg. The plan agreed upon with the patient's family was to continue to follow clinically and check log files regularly to watch for increasing driveline fault alarms. It was noted that the patient had an oversewn aortic valve and advanced age, so they would have no outflow during a system controller exchange to troubleshoot the driveline faults.

Event description:
It was noted that the patient was on 10 mg of amlodipine per day (in an unusual pattern of 5 mg twice a day (bid), but still 10 mg each day), carvedilol (coreg) 18.75 mg bid and olmesartan 20 mg bid. The patient was started on furosemide and spironolactone to improve volume status. When the patient presented back to clinic on (B)(6) 2024, their volume status had improved (down 4 to 5#), however their maps remained 92 and their amlodipine was increased due to his continued low flow alarms. Medication was increased to 10 mg per day at one point in the past and that¿s when better blood pressure control was achieved. It was unknown when it was reduced. No new alarms were seen at home, and there were no new patient symptoms. The patient was doing well and in their normal state of health. The patient's family would think about what they would like to do (whether or not to proceed with controller exchange) to troubleshoot. The patient's son reported that the patient continued to have low flow alarms particularly in the morning, which is the typical pattern. There was no change made to the anti-hypertension regimen earlier this month. No was equipment exchanged as of yet. It was later reported that upon interrogation, the patient had 47 driveline fault alarms and no pump stops. The remainder of the history were low flows, lowest 1.8 liters per minute (lpm). Majority of low flows were right at 2.4 lpm. The patient did not want to do system controller exchange and 25 power cable connects/disconnects. Log files were submitted for review and displayed multiple strings of low flows for the majority of the log file history where the low flow estimator dropped below 2.5 lpm. There did not appear to be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a vad related issue. The log file displayed (47) intermittent driveline fault alarms during the ~1 day length of the file (due to a potential degrading wire/conductor in phase c.

Manufacturer narrative:
D1: brand name corrected, d4: catalog number and UDI corrected, h6: clinical codes and impact code redacted. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline fault alarms and low flow events; however, a specific cause for these events could not be conclusively determined. Based on previous experienced with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files collectively contained events from 01apr2024 through 02apr2024, and 01may2024 through 02may2024. Several active driveline fault alarms were captured on 01may2024 and 02may2024. Intermittent low flow hazard events were captured on 01apr2024, 02apr2024, 01may2024, and 02may2024. No other notable alarms or events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, a request was made for an unshielded patient cable. Previously reported under MFR # 2916596-2024-52874.